Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged and exhibited loss of sensing and capture. The lead was repositioned. The patient experienced no consequences.